Event description:
Bed in bed shop. Brake will hold on head end but not hold on foot end. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. "Fpimd rpcler; omlage" was broken on brakes. Replaced with brake upgrade kit to resolve this issue.